Manufacturer narrative:
H6-code 10 and 4248: the device was returned for analysis. The device evaluation showed the following: the leading end of the catheter had separated from rest of the catheter; the leading end of the catheter had pulled out of the trailing olive bond; there was evidence the leading end of the catheter had been bonded at the trailing olive. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath while tracking it to the internal iliac artery. Catheter breakage or premature deployment have occurred and may result in potential patient harms; do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms; when withdrawing the device delivery system through the introducer sheath, verify all catheter components are intact; catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). The findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The cause for the catheter breakage could not be determined with the available information. The reported advancement of the device outside the introducer sheath may have contributed to the event.

Manufacturer narrative:
H6-code 4248: the device was returned for analysis. The findings from the evaluation are consistent with the physician¿s observations for leading catheter breakage. The cause for the catheter breakage could not be determined with the available information. The reported advancement of the device outside the introducer sheath may have contributed to the event. The instructions for use states: do not advance the device outside of the sheath while tracking it into position. Catheter breakage or premature deployment have occurred and may result in potential patient harms. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. When withdrawing the device delivery system through the introducer sheath, verify all catheter components are intact. Catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). H6 - correction health effect: impact code = 4632.

Manufacturer narrative:
Codes c070603, d1108, and d1101. The physician reported that advancement of the device outside the introducer sheath was required. The instructions for use states the following: - do not advance the device outside of the sheath while tracking it to the internal iliac artery. Catheter breakage or premature deployment have occurred and may result in potential patient harms. - do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of the resistance. Vessel or catheter damage or premature deployment have occurred and may result in potential patient harms. - when withdrawing the device delivery system through the introducer sheath, verify all catheter components are intact. - catheter leading end separation or breakage and related potential patient harms have occurred. If catheter separation occurs, use best medical judgment to determine the appropriate course of action for the patient. Effective removal of the catheter component has been reported through both surgical (e.g. Cut down) and endovascular techniques (e.g. Snaring, sheath removal). Therefore, the most probable root cause leading to the catheter breakage is advancement of the device outside the introducer sheath. The user failed to follow the instructions for use, because this known inherent risk of the device is clearly described in the instructions for use.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications. The imaging evaluation summary states the following: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot make conclusions or guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Received pre-implant images and a .jpg image confirming that the catheter tip was left in the patient. Unable to confirm patency of the vessel with the images received. The .jpg received do not have any patient identifiers.

Event description:
The patient presented with an aortoiliac aneurysm that was treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis during an endovascular intervention. It was planned to treat a side-branch of the internal iliac artery with a gore® excluder® iliac branch endoprosthesis internal iliac component (hgb161207 device). The patient anatomy was described to be neither very tortuous nor calcified. The hgb161207 device was advanced through a gore® dryseal flex introducer sheath dsf1245 (dsf1245 device). To place the hgb161207 device at the intended location it was necessary to advance it outside the dsf1245 device which was placed in the gate of the gore® excluder® iliac branch endoprosthesis iliac branch component. They reported that after the hgb161207 device was deployed and the delivery catheter being retracted from the patient without any resistance they noticed that the tip of the delivery catheter has broken a few centimetres behind the leading olive. Attempts to withdraw the broken tip from the patient were unsuccessful. The tip remains inside the patient in the side-branch of the internal iliac artery. They stated that the internal iliac artery is patent while the side-branch is occluded because of the broken tip. Reportedly, the patient doesn't show any impairment now. The rest of the intervention was successfully completed without further issues.